Event description:
New information received notes that the patient's left ventricular lead was non-functional. The lead was explanted and replaced. The patient's condition was unknown. No further information was reported.

Manufacturer narrative:
The reported event of device explant for an unknown reason was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient's lv lead was explanted and replaced for an unspecified reason. The patient's condition was unknown. No further information was reported.